Manufacturer narrative:
Device evaluation: the filter was loaded in the green deliver catheter. The distal tip of the filter and the distal floppy tip were exposed. No damage to distal floppy tip. Biologics observed on catheter. There was a kink on green delivery catheter. No peeling observed on the wire. The spider fx capture wire was inspected and there were no areas of scrapping off of the ptfe at the black proximal portion of the capture wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use spider fx during procedure to treat a moderately calcified plaque lesion in the proximal common carotid artery with 70% stenosis. The vessel was none tortuous. The vessel was not pre or post dilated. IFU was followed. It was reported that damaged component occurred during advancement, at the opening of the spider, the braided metal wire was exposed. The ptfe lining peeled off exposing the capture wire. The spider wire did not prolapse. The wire was not exposed in the patient. No intervention required for removal. Device removed safely. No vessel damage noted. Physician replaced with the same product to complete procedure. There was no patient injury.